Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached video, it was observed an unknown blue color material inside a testing cup. Unable to confirm the unknown material due to only video provided for investigation. Further functional testing could not be performed if only based on the attached video. Therefore, the reported event is inconclusive due to poor sample condition. The potential root cause for this failure mode could be due to operator error that failed to detect cosmetic defect a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling and instructions for use were found to be adequate. No additional action is required at this time. Correction: d,e,f,g,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user was using latex foley catheter and they had faced issue with retained fragments in urinary bladder even after proper removal. It was unknown what medical intervention was provided. Per additional information received via mail on 08aug2025, stated that a trace of unknown material had been found with foley as per the attached video and patient undergone to further procedure. Customer confirmed that affected quantity was 1.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user was using latex foley catheter and they had faced issue with retained fragments in urinary bladder even after proper removal. It was unknown what medical intervention was provided.

Event description:
It was reported that the hospital user was using latex foley catheter and they had faced issue with retained fragments in urinary bladder even after proper removal. It was unknown what medical intervention was provided. Per additional information received via mail on 08aug2025, stated that a trace of unknown material had been found with foley as per the attached video and patient undergone to further procedure. Customer confirmed that affected quantity was 1.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the sample evaluation, observed a blue fragment of material with a trace of dirt-like substance around it. Unable to confirm the origin of the blue fragment due to poor sample condition. Therefore, the reported event is inconclusive due to poor sample condition. The potential root cause for this failure mode could be due to operator error that failed to detect cosmetic defect. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user was using latex foley catheter and they had faced issue with retained fragments in urinary bladder even after proper removal. It was unknown what medical intervention was provided. Per additional information received via mail on 08aug2025, stated that a trace of unknown material had been found with foley as per the attached video and patient undergone to further procedure. Customer confirmed that affected quantity was 1.

Manufacturer narrative:
The reported event was inconclusive. Based on the sample evaluation, a blue fragment of material was observed with traces of dirt-like substance on its surface. The origin of the fragment could not be confirmed. Ftir analysis showed the complaint sample was hdpe, (refer to ftir result attached in attached files section). Hdpe is not a material used in foley catheters. This confirms the sample does not match manufacturing material, so the issue is not manufacturing-related. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: b, d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.